Manufacturer narrative:
Analysis found watchdog reset of unknown cause. Analysis found corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft-bearing. Fdm updated. Fdr updated, fdc updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative. It was reported that the pump was set to minimum rate. It was reported that the pump was replaced on (B)(6) 2019. The patient had a history cerebral palsy, peptic ulcer disease, depression, mild intellectual disability, and anxiety. The patient was on concomitant medications of desyrel, baclofen as needed, lasix, nystatin powder, prilosec, zantac, senna, ditropan, tylenol as needed, benadryl as needed, abilify, cymbalta, lamictal, melatonin. The issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen with concentration 2000 mcg/ml at a dose rate of 1238.7 mcg/day via an implantable pump for intractable spasticity. It was reported that a pump alarm was heard and confirmed via telemetry. The physician was using a model 8840 clinician programmer. It was further reported that the patient¿s pump was refilled yesterday ((B)(6) 2019) and they had played the alarms for the patient and caregiver. They had gone home and heard the critical alarm all evening. As per the log the following occurred: (B)(6) 2019 6:20 pm ¿ pump in safe state, (B)(6) 2019 6:20 pm ¿ reset occurred ¿ watchdog, (B)(6) 2019 6:20 pm ¿ reset occurred. The patient was not symptomatic. The patient does wear a fanny pack around their waste with their phone and the hcp was inquiring if this could cause electromagnetic interference (emi). The patient was described as being cognitively impaired and they did not believe the patient used the texting/calling features on their phone. No troubleshooting could be performed at the time of the report due to a lack of access to the product. Technical services educated the reporter on the watchdog reset occurring and informed the caller to reprogram and monitor the patient. The hcp planned to decrease the patient¿s dose because they were not symptomatic. The hcp also planned to do a catheter access port (cap) study to ensure catheter patency. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated a motor stall was seen at initial interrogation and the patient did not recently have an MRI. The pump status and/or event log showed a motor stall and recovery and it was confirmed a programmer magnet was not sued initially for interrogation and there was no electromagnetic interference (emi)/magnetic sources present. The patient¿s pump stalled at 9:30 pm on (B)(6) 2019 and recovered the morning of (B)(6) 2019. It was confirmed that MRI, emi, and magnets were not present. Patient symptoms were not reported. No further complications were reported/anticipated or expected.